Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant when attempting to insert the lead into this device difficulty was encountered. A new lead was used with this device. The device remains implanted. No adverse patient effects were reported.